Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate could not be performed since the pump serial number is unknown. Information received from the site indicated that the patient was hospitalized for clotting and hemolysis, dark urine, and black water fever from malaria. The patient¿s kidneys had stopped functioning. The patient was placed on dialysis and experienced cardiogenic shock. The ventricular assist device (vad) was stopped, a balloon was used, and the patient recovered. It was further reported that the patient may have had an infection which led to a vad explant. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction and infection are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for clotting and hemolysis, dark urine, and black water fever from malaria. The patient¿s kidneys had stopped functioning. The patient was placed on dialysis and experienced cardiogenic shock. The ventricular assist device (vad) was stopped, a balloon was used, and the patient recovered. It was further reported that the patient may have had an infection which led to a vad explant.